Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 197 mg/dl. The customer's expected fasting blood glucose test result range is 71 - 88 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 125 mg/dl using truebalance meter and 140 mg/dl using truebalance meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/19/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:197mg/dl fasting.